Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5167560.

Event description:
It was reported that patient was experiencing inadequate stimulation. Lead fracture was suspected after a car accident and that the leads had high impedances which was managed by reprogramming. No further action will be taken at this time.